Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated therapy was performed with the device with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a clear link secondary medication set that would not flow. The no flow condition was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon follow-up with the customer it was noted that the hook was used to hang the primary bag. When it was found that only the primary set was infusing the hook was fully extended. The secondary set still did not infuse. The user swapped out the set and the infusion continued without further issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.